Manufacturer narrative:
Follow-up #1: date of submission: 02/11/2016. Product analysis: the device was returned and evaluated by product analysis on 02/05/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal behavior or related issues. The total daily dose history was appropriate for the user programmed deliveries. An unexplained loss of prime alarm occurred on (B)(6) 2015 at 09:21; deliveries resumed at 09:30. The pump was manually suspended on (B)(6) 2015 at 18:33; deliveries were manually resumed at 18:57. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. The force sensor calibration was found to be within specification. No damage or defect was found to the pump¿s force sensor components.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient's blood glucose was 28 mmol/l with extreme thirst and excess urination. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they discontinued pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that: the pump's basal history was appropriate for the programmed basal rates. No further troubleshooting was performed. This complaint is being reported because the reported health event was attributed to an inaccurate delivery issue of unknown cause.